Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, during treatment of the left inferior pulmonary vein (lipv), the guidewire passed outside the ring, the catheter became deformed. The catheter became entangled and flipped, it could not be retracted into the sheath. Attempts were made to resolve the issue, but the tip of the catheter was already bent, making resolution impossible. By extending the catheter and tightening the knot to make it smaller and more compact, successful retrieval into the sheath was achieved, and the catheter was removed. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.